Event description:
While performing onsite service for the device, a philips field service engineer (fse) identified that the device had failed operational testing. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
While performing onsite service for the device, a philips field service engineer (fse) identified that the device had failed operational testing. There was no reported patient or user involvement and no adverse patient/user impact. One power pca was returned for failure analysis. The reported problem was verified during lab tests. The fault was isolated to a defective chip resistor, r131, as it measured out of tolerance at 20kohms (normal: 10kohms).